Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was not continuous, no urine could run through the tube. It was indicated that the patient was in septic shock, there was no urine monitoring possible. The catheter was checked, and it could not be rinsed or aspirated. It was also reported that the overall condition of the patient could have been worsened due to abnormal discharge, possibly that the urine goes back to the kidneys.